Event description:
During the prep, the physician found the saline water leak from hub. He used another catheter to complete the procedure. The device will be returned for evaluation. There was no difficulty removing the product from the packaging, and no defect in the packaging noted.

Manufacturer narrative:
One non sterile 6fr guiding catheter was received coiled inside a plastic bag. At a glance no anomalies were found. The hub did not present anomalies. The union of the hub and body was reviewed and was found in good condition. The strain relief (ID band) was removed and damage was observed in the body close to the hub, and the braided wire was exposed. The unit was flushed in order to confirm the failure reported by the customer and a leakage was found in the body close to the hub. The catheter od close to the proximal area (leakage area), and od and ID close to the distal area (kink) from the returned unit were measured, and found to be within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of leakage was confirmed, and is considered to be related to the body-hub molding process. A dpra has been opened to address this type of issue with the guiding catheter. The reported luer hub leakage condition was confirmed as the customer reported. This failure has been considered related to the body - hub molding process. Therefore, record was opened to address this kind of issue on guiding catheter.